Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 328438, batch no: 8127730. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit the thumb press on the plunger rod fell off when removing the plunger cap. The following information was provided by the initial reporter: "consumer reported plunger rod broken, stated that the thumb press fell off when she removed the cap. Problem occurred a few days ago, consumer re-use syringes but states that the syringe with the broken plunger rod was new from the box. Lot # 8127730, product # 328438, exp 05-31-2023."

Event description:
Material no: 328438 batch no: 8127730. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the thumb press on the plunger rod fell off when removing the plunger cap. The following information was provided by the initial reporter: "consumer reported plunger rod broken, stated that the thumb press fell off when she removed the cap. Problem occurred a few days ago, consumer re-use syringes but states that the syringe with the broken plunger rod was new from the box. Lot # 8127730, product # 328438, exp 05-31-2023."

Manufacturer narrative:
Correction: describe event or problem: material no: 328438 batch no: 8127730 it was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the thumb press on the plunger rod fell off when removing the plunger cap. The following information was provided by the initial reporter: "consumer reported plunger rod broken, stated that the thumb press fell off when she removed the cap. Problem occurred a few days ago, consumer re-use syringes but states that the syringe with the broken plunger rod was new from the box. Lot # 8127730, product # 328438, exp 05-31-2023." Investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 8127730. Customer states that the thumb press fell off when she removed the cap. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press on the plunger rod, which may be been caused by the crushed plunger cap. A review of the device history record was completed for batch# 8127730. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 01jul2019, holdrege received (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 8127730. Sample was decontaminated per hrst-17 and hqa-68 prior to evaluation. Visual inspection of the (1) syringe found a syringe with damage to the cap and plunger. There is damage to the polybag 1 inch below the top seal of the polybag. Root cause for the damage is from a jaw jam on the form, fill and seal packaging machine. L2l dispatch #26031 on 22jun2018 was entered for jaw jams. Corrective action was to replace the front gripper bar. Process summary: cross seal jaws in a cross seal jaw housing, running synchronously along with the film tube, form the cross seal. The upper halves of the jaws form the lower seal of the bag to be filled. The lower half form the upper seal of the filled bag. A perf knife in the jaw creates a perforation for an easy open feature. A knife in the jaws separates the manufactured bag from the filled tube. "

Manufacturer narrative:
Medical device brand name: syringe 0.3ml 31g 8mm wholeunit 10bg 500.

Event description:
Material no: 328438 batch no: 8127730. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the thumb press on the plunger rod fell off when removing the plunger cap. The following information was provided by the initial reporter: "consumer reported plunger rod broken, stated that the thumb press fell off when she removed the cap. Problem occurred a few days ago, consumer re-use syringes but states that the syringe with the broken plunger rod was new from the box. Lot # 8127730, product # 328438, exp 05-31-2023.